Manufacturer narrative:
The reported issue was confirmed. The root cause identified is contamination. The device was evaluated upon receipt. Low flow. Found the flow rate control screw from the manifold got contamination. Replaced manifold and cleaned tank. Passed all testing. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter zip code provided: (B)(6). Correction: d, g, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow rate was 0.0 during manual control heating functionality testing. Previously sent to bd biomed for repair in february for similar issue. Unit was barely over 1 year old. After investigation it seems, need a circulation pump replacement, so it needs to be sent back to bd workshop. Per sample evaluation results on 13sep2024, it was noted that they found contamination block at the bypass valve which affect the manual control bypass mode function.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device flow rate was 0.0 during manual control heating functionality testing. Previously sent to bd biomed for repair in february for similar issue. Unit was barely over 1 year old. After investigation it seems, need a circulation pump replacement, so it needs to be sent back to bd workshop.